Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was upgraded to transplant status 1a due to dysrhythmias. Info regarding the specific dysrhythmia and if the dysrhythmia was pre-existing (before lvad implant) was not rec'd. The lvad was explanted when the pt rec'd a heart transplant in december 2013. Incidentally, it was reported that the pt expired later in (B)(6) from infection (B)(6) and had also experienced compartment syndrome necessitating amputation secondary to cardiopulmonary bypass cannulation in the groin.